Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy state total knee replacement. Red clip broke off saw capture when surgeon was using saw. The fragment was located from surgical site. The saw capture does not secure on to cutting block.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the current reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.